Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrode signal issue) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. As received, there was extensive damage to the distribution node pca including damage to components -5v wire, gnd wire, esd700, and u713. As the board was further damaged during troubleshooting, the root cause of the failure was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was having a problem obtaining an ECG signal.